Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l54373, implanted: (B)(6) 1998, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient receiving morphine (30 mg/ml at 16 mg/day) and bupivacaine (unknown concentration and dose), via an implantable pump. The other medications that the patient was taking at time of the event were unable to be obtained. The pump¿s indications for use (ifus) were noted as failed back surgery syndrome spinal pain. On (B)(6) 2016, while the surgeon was performing a wound dehiscence repair on an incision that was made 2 weeks previously by another surgeon, the surgeon found a tear in the spinal segment of the catheter when he opened the wound and explored for the catheter. When repair was attempted, there was no cerebrospinal fluid (csf) return; the hcp tried to draw csf without success and assumed that the catheter was not in the intrathecal (it) space. The patient had been operated on by another surgeon 2-3 weeks previously and it was thought that the catheter had been damaged at that time. The portion of the damaged catheter was removed from the spine and a new catheter was placed and connected to the existing pump portion. The patient had been getting some pain relief, but the managing hcp had been elevating the dose slowly. Since the catheter did not seem to have been intrathecal, the managing hcp decided to decrease the patient dose to 4 mg/day. The patient was held in the surgery center for 5-6 hours to check for over or under dosage. The patient¿s status at the time of the report was reported as alive with injury and the issue had resolved at the time of the report. Additional information was provided by the rep on 2016-03-24. The rep indicated that the procedure that was performed 2-3 weeks before the initial report was a scar repair of an old incision. The rep also clarified that the hcp tried to obtain csf directly from the catheter during the surgery on (B)(6) 2016. The event date provided is an approximated date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.